Event description:
The patient presented to the emergency room in 2001 with ventricular tachycardia at 200 bpm that was not detected and treated by the ICD. External defibrillation was successful in terminating the ventricular tachycardia. During follow-up, no r-wave was observed. The device was tuned off and scheduled for explant.